Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer¿s current blood glucose was 355 mg/dl. The customer treated with insulin pump and syringe. Customer did not allege insulin pump was under delivering. Customer also reported that they have been getting pump error alarms and failed battery alert. Assisted customer with performing displacement test and self-test. The insulin pump passed tests assisted with rewinding the pump. Pump error did not occur during rewind. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.